Event description:
It was reported that the patient underwent an explant of their entire system due to ineffective therapy. The patient reported that his pain areas were not covered.

Manufacturer narrative:
Model: sc-1132, sn: (B)(4). The returned ipg was analyzed and no anomalies were found. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Device has not been received.

Event description:
It was reported that the patient underwent an explant of their entire system due to ineffective therapy. The patient reported that his pain areas were not covered.